Event description:
It was reported that during an implant procedure the helix would not extend the second time. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Correction: added event date and implant/explant dates. Evaluation summary: (B)(4) helix disengaged from helical channel. There was blood in/on the helix mechanism. The helix will not extend due to being over retracted. Full lead returned and analyzed.

Event description:
It was reported that during an implant procedure, the helix would not extend the second time. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.